Event description:
During a thrombectomy procedure, it was noted that the graft seemed very fragile and was torn. The graft had beem implanted for 270 days. This was the second thrombectomy performed on the graft. Graft was closed using a patch from the fascia of the pt, and remains implanted. Surgical thrombectomy technique is unknown.